Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 10/14/2024, the patient's parent reported via web self-service that the patient experienced a cgm accuracy issue which occurred 5 days after sensor insertion into the arm. On (B)(6) 2024, the patient's cgm was reading inaccurately, although she could not recall any specific values. However, she stated that there was about a 100-point difference between the two. The patient was also wearing a tandem mobi insulin pump. At an unspecified time on (B)(6) 2024, the patient was feeling dehydrated. The patient's sensor also "stopped working" at this point, therefore, she was taken to the emergency room (ER) by her mother. At the ER, the patient¿s bg meter reading was "about 400 mg/dl". The patient was treated with unspecified IV fluids and a "ketone shot" (as stated by the reporter). The patient was discharged home after approximately 3 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.